Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported half the tampons from the box fell apart upon removal leaving pieces behind. She saw tampon pieces coming out when she was urinating. She manually checked inside for remaining pieces and no tampon pieces remained. She was feeling well and not experiencing any unusual symptoms.